Event description:
It was reported that the customer encountered an error with their continuous glucose monitor. There was no adverse impact to the customer¿s blood glucose level. Technical support guided the customer through a pump reset, resolving the issue, and the customer successfully started their sensor session.